Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient presented with infected total knee which was revised with a 2 stage operation using a spacer and then a guardian hinge prosthesis.

Manufacturer narrative:
This is the same event as 3010536692-2014-01820, -01821. Report will be updated when investigation is complete. Trends will be evaluated.